Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The advanced evaluation began on (B)(6) 2021. It was reported that the patient called support link inbound line to return their call. Data was collected. They are getting a communication error. We tried to trouble shoot and it is still happening. They tried to bring this up to their doctor but they said they had nothing to do with the programmer. Their representative has been notified. Additional information was received on (B)(6) 2021 and the patient stated their programmer is still showing a communication error and they are not able to use it. On (B)(6) 2021, the patient mentioned their machine is faulty, it wasn't working properly and therapy was turned off until last night.